Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: noticing air in line when multiple accesses have been completed.

Manufacturer narrative:
(B)(4). One used set was received for evaluation, along with two unused monoject 3ml syringes. No visual defects were noted during visual evaluation. The set was occlusion and leakage tested per specification. No issues were noted during testing, and the set passed the tests. Additionally, the set was air pressurized to 10 psi, and the set's caresite y-sites were accessed using one of the monoject 3ml syringes. No leakage was noted during accessing the caresite y-sites. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification. If additional pertinent information becomes available a follow-up report will be filed.